Event description:
Reportedly, when the device was inserted into the application site, plastic shavings entered into the cavity and was retrieved. Procedure type: lap cholecystectomy, patient sex: female.